Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response.

Event description:
It was reported that the patient stated that the unit caused them to be brought to the emergency room due to having low oxygen. As a result, the patient was hospitalized. The unit did not have any error messages displayed at the time of this event. Additional information was requested; however, there was no response from the patient regarding this issue.